Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination could find no issue with the balloon or blades. A visual and microscopic examination found no issue with the profile of the device¿s markerbands. A visual and microscopic examination of the shaft polymer extrusion identified a pinhole located approximately 5mm proximal to the guidewire exit port. Further microscopic examination of the shaft polymer extrusion identified a severe stretching at the site of the pinhole beginning approximately at the guidewire port and extending approximately 10mm proximately across the shaft. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found no issue with the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-apr-2018. It was reported that a balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured before rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed there was a pinhole on the shaft.